Manufacturer narrative:
Concomitant medical products: product ID 977a160 lot# serial# (B)(4), implanted: (B)(6) 2014. Product type lead product ID 977a160 lot# serial# (B)(4), implanted: (B)(6) 2014. Product type lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 29-apr-2018, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 04-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an increase in post implant pain. It was reported that the patient's leads had migrated. The patient did not know of any reasons for the lead migration. Impedances showed all electrodes were still within normal limits. The rep programmed the patient's stimulation using the upper electrodes instead of the middle of the bottom of the leads. It was reported that the issue was resolved. No surgical intervention occurred or was planned at this time as the reprogramming was able to work around the patient¿s lead migration issue.